Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that they had issues with the insulin pump shutting off. They were getting a replace battery now alarm. The customer¿s blood glucose level was 220 mg/dl. The alarm history was reviewed. They did not receive a low battery alert prior to the replace battery now alarm. The customer stated the battery was not previously used. The insulin pump was not dropped. There were no unattended alarms. The battery cap was not loose, cracked, or damaged. It was the second occurrence of replace battery now alarm without a low battery warning. The device will be returned for analysis.

Manufacturer narrative:
The pump passed the self test, sleep current measurement, active current measurement, and the displacement test. Pump trace download analysis confirmed the pump alarmed power error 25, low battery, and power loss. The power management tool confirmed power error 25, low battery, and power loss alarms were triggered when the battery loaded voltage was less than 3.5 volts for four consecutive hours due to connector resistance printed circuit board. After disconnecting and reconnecting the internal battery connector on the printed circuit board, the pump was monitored and functioned properly. The pump was received with scratched case, pillowing keypad overlay, and minor scratched lcd window.